Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse45a, ec45a, etc.)? What was the product code of the cartridge (ecr45w, gst60w, ecr60w, etc.)? How was the procedure completed?

Event description:
It was reported that during a laparoscopic appendectomy procedure the staple line had completed staples for the first and last third of the staple line but staples were missing completely from the middle third. The surgeon was able to control the bleeding without need of a transfusion, but it was not specified how. This occurred after the first firing and the surgeon was not using buttressing material. It was unknown how the procedure was completed. There were no patient consequences reported.